Event description:
It was reported "chemotherapy leak." It was stated liquid leakage at plug connection site. Pt was in chemo treatment with home infuser.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf105 showed no other similar product complaint(s) from this lot number.